Event description:
It was reported that a faradrive steerable sheath clear that was selected for pulse field ablation exhibited air ingress and a leak. No issues were noted during preparation of the sheath. A pressure bag was used for irrigation at a flow rate of 1 ml/minute. During aspiration and flushing of the sheath, the physician noticed leaking around the inserted farawave catheter and air aspiration into the flush port of the sheath as well as the aspiration syringe. The leak was classified as a fast drip of blood that occurred at the proximal end of the handle. No patient event occurred from the leak. No air was seen in the patient. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.

Manufacturer narrative:
Device evaluated by MFR.: the faradrive steerable sheath was returned to boston scientific with the dilator fully inserted into the sheath. Being returned in this manner can introduce damage to the hemostatic valve or exacerbate any prior clinically related hemostatic valve damage, which can negatively impact valve performance during returned device testing. The faradrive steerable sheath was prepared for leak testing, however, an attempt to purge the sheath of air was unsuccessful as the device was observed to leak from the proximal end of the sheath. Microscopic inspection of the hemostatic valve identified that the inner and outer valves were torn, and that both valves were deformed and not sealing properly, likely due to the dilator being inserted in the sheath for an extended period of time during transit to boston scientific.

Event description:
It was reported that a faradrive steerable sheath clear that was selected for pulse field ablation exhibited air ingress and a leak. No issues were noted during preparation of the sheath. A pressure bag was used for irrigation at a flow rate of 1 ml/minute. During aspiration and flushing of the sheath, the physician noticed leaking around the inserted farawave catheter and air aspiration into the flush port of the sheath as well as the aspiration syringe. The leak was classified as a fast drip of blood that occurred at the proximal end of the handle. No patient event occurred from the leak. No air was seen in the patient. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath has been received at boston scientific's post market laboratory.